Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: customer stated that the red blood cells did not go below the plug and doesn't know why. She said they do not expire until (B)(6) 2021. This has happened on tuesday ((B)(6) 2021).

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated. 47 retentions were visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Based on follow up with bd the issue was due to incorrect centrifuge speed (1800 rpm versus 1800 rcf). No product issue was identified. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: customer stated that the red blood cells did not go below the plug and doesn't know why. She said they do not expire until august 2021. This has happened on tuesday ((B)(6) 2021).